Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebn1322 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a PICC incident where the line broke and went up the arm and settled in the heart (sic). The patient had to go to the hospital to have it removed.